Event description:
A nurse from the stent facility reported 14 of 17 pts developed toxic anterior segment syndrome (tass) at one day post op. At the timeof the report, the facility did not know the source of the problem and were investigating multiple possible causes including their set-up, cleaning process and "everything". During a follow-up phone call in 2006 the reporting nurse stated events were considered associated with the visccelastic at this time.